Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 5 failed to open. The customer reported receiving a "require maintenance" and "contact technical support" message. The customer attempted troubleshoot with rebooting the station and recovering the storage space, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 was failed to open. A field service engineer assisted the customer to check the drawer, no medication jam was found, found pyxis bus connector was partially seated, customer reconnected the cable the issue was resolved, customer recovered the drawer and inventoried successfully. The system functioned as intended after the field service engineer repaired the device.